Event description:
I have very bad periods, horrible depression, horrible mood swings, bad pain where inserts are miscarriages. This is all due to essure. Broken teeth pain all over body hair loss, pain during intercourse.

Event description:
Additional info received from reporter (B)(6) 2015: bloating, loss of sex drive, fatigue, missed periods. Stabbing pains on both right and left side - feels like tearing.